Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the navigation system and confirmed that there was no input detected on the monitor. The monitor and computer were replaced. The monitor and computer were received by the manufacturer for evaluation and the reported issue could not be replicated. The computer system booted normally without problems detected. It passed all testing. The monitor was connected to a system and performed as expected. There were no problems found.

Event description:
A medtronic representative reported that during testing of the navigation system, outside of a case, the system displayed "no input" erratically. It would sometimes boot to the log in screen, but was only able to boot correctly 3 times out of 10. The computer cables were all checked and the fan is running consistently. No input continues to display sporadically. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: date returned added. Correction: it was also reported that while on-site, after replacement of computer, no input detected was still noted. The medtronic representative attempted to troubleshoot and then replaced the monitor as well. The imaging system passed the system checkout and was found to be fully functional. Issue resolved with part replacement. The returned monitor as reported was found to be fully functional. During testing, when connected to a known good system the returned monitor displayed a good image. The monitor was allowed to run over time and did not display the reported behavior of no input detected.